Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system does not deliver the x-rays. After reviewed the log file the fse confirmed that this issue was happened due to defective hand switch. The fse replaced the hand switch and d-sub pin sets. After replaced the hand switch and d-sub pin sets, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the x-ray was not delivered. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.